Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patent in the midface, lateral face, angle of jaw, and prejowl sulcus with 2 syringes of juvéderm voluma® xc. The patient as concomitantly injected with botox®. The patient experienced "immediate injection site pain" 1 day post injection. Two weeks later, the patient developed "difficulty opening their mouth (not related to the device), dry mouth (not related to the device), dizziness, vision difficulties, headaches, heaviness in limbs, variable heartrate (not related to the device)," as well as "general weakness" and "pain at injection site." Patient was hospitalized due to unspecified systemic effects. The healthcare professional also noted that a few months ago, patient was given flagyl by another doctor and developed "urinary incontinence x 1 month" and had "one episode of bowel incontinence recently," deemed not related to the device. Nine days post-injection, blood tests were performed and the patient had a CT scan of the head 11 days later, with the results ¿within normal limits.¿ the event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.6., g.1.

Event description:
Additional information noted "neurologist did feel that (patient) symptoms could be consistent with systemic botulism from 50 units of botox." Symptoms are milder but persistent.